Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the customer changed the cartridge and resumed insulin delivery. As the reported issue occurred in the past, tandem technical support was unable to perform troubleshooting for the reported event. The customer's blood glucose level was 264 mg/dl, and was addressed with a correction bolus.